Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 07/09/2014. Device evaluation: the device has been returned and evaluated by product analysis on 07/01/2014 with the following findings: the original complaint could not duplicated. The keypad was fully intact and all of the buttons were fully responsive to user presses. There were no unprogrammed boluses delivered during testing. There was no contamination found under the button contacts when the keypad was removed. Unrelated to the original complaint, the battery compartment was cracked. The returned battery cap was able to fully attach to the pump and was used for all testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (button/keypad issue) issue. The reporter stated that the pump was delivering boluses that were not programmed. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.